Event description:
During an interventional procedure, the physician attempted to place an al 2 vista brite tip guiding catheter in the mid left anterior descending artery, but ostial cannulation was extremely difficult. The physician applied additional torque to engage the ostium, finally the physician removed the guiding catheter from the site. When the catheter was removed only 20cm came out, the rest remained in the patient. The remaining portion was removed with a snare device. The broken piece was successfully removed, and the procedure was completed with 7f xblad3.5, a 2.5x2.0 sprinter balloon and 3.0x28mm cypher select stent. After the procedure, the patient was noted in stable condition.